Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer was advised to switch to manual daily injections as a backup therapy, and a replacement pump with updated software was sent by technical support. The customer was instructed on how to handle and return the problematic pump.